Event description:
It was reported that during a gastric bypass procedure, the device started working fine using gen11 and hp054; error occurred on the machine, they followed the instructions and it still did not work. They changed the hand piece cable and it still did not work then they finally changed the disposable and all was ok. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The device was functionally tested with a generator. During functional testing on gen11 tighten assembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop working and display an error code 5 or tighten assembly error screen is blade damage. Causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. It is possible that the instrument stopped working due to the initial scratch crack blade.

Event description:
It was reported that during a gastric bypass procedure, the device started working fine using gen11 and hp054; error occurred on the machine, they followed the instructions and it still did not work. They changed the hand piece cable and it still did not work then they finally changed the disposable and all was ok. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The device was functionally tested with a generator. During functional testing on gen11 tighten assembly screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop working and display an error code 5 or tighten assembly error screen is blade damage. Causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. It is possible that the instrument stopped working due to the initial scratch crack blade.